Event description:
A nurse reported that during a vitrectomy procedure the illumination was not working. The procedure was completed using an alternate system with no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Additional information: no further information was able to be obtained from this customer. As such the cause of the reported event cannot be determined. The system was manufactured on april 12, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).